Event description:
Patient reported they have increased jaw tightness and their jaw locks up throughout the day. They are also experiencing increased gum bleeding, when they wake up in the morning and remove the aligners their bottom teeth are loose and moving. They are wiggly and sore throughout the day.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.